Manufacturer narrative:
Evaluation method: other (film evaluation), inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation .conclusions: (cause of event is unknown).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as 18-23-20mm proximal neck diameters; 10mm bilateral common iliac arteries; 6.5mm bilateral femoral arteries. It was reported that a type iii or IV endoleak was identified post implant. The patient was heavily heparinized, with an act of 1500. The physician has decided not to intervene and assess in 30 days. The endoleak was of the jetting type, with a location at the 2nd stent ring. No clinical sequelae were reported, and the patient is fine. A review of returned films could not identify the exact endoleak type or cause. Pre-implant cta showed a very challenging neck; appeared to have >60deg anterior angulation, oblong shaped, with calcification present. Implant angio show constrained suprarenal stents, and the aortic body is somewhat contorted within the angulated/aneurysmal neck. It is more likely that the noted endoleak near the 2nd ring was a proximal type I due to neck anatomy.